Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous mid right coronary artery. A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon third inflation at 7 atmospheres for 20 seconds. The device was removed without any issue and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.